Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they received several shocks one morning. The patient reportedly complained of having "one of those bad leads." The lead remains in use and no patient complications have been reported as a result of this event.